Event description:
Boston scientific received information that a low out of range shock impedance measurement was received. Pacing impedance and threshold measurements have been stable and within range. The physician suspected that the patient has twiddler's syndrome and an x-ray confirmed this. The patient's actions have caused the proximal coil to be well out of place, and the lead was virtually straight. The physician referred the patient for a new device and lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Later, additional information was received about the initial observations as well as the resolution of the issue. A slight drop in rv lead (B)(4) pacing impedance was noted (but not out of range) and one low out of range shock impedance measurement was received. The x-ray showed twisting of the lead and this ICD (B)(4) in a vertical position in the pocket. The patient was booked for an urgent device and lead replacement to mitigate the issue. The patient was hospitalized and the revision procedure was performed. During the revision procedure, the ICD and rv lead were replaced with competitor products. The boston scientific rv defibrillation lead (0158) was surgically abandoned. Later, the new competitor rv lead was repositioned. A few days later, another revision procedure was done, and the new lead was replaced with a different competitor's rv lead. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.